Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of no live video output was confirmed. Cause of video malfunction is a defective cable assembly. Camera head passed functional testing with a known good cable assembly installed. The complaint investigation has concluded that the root cause of blank image is a defective cable assembly.

Event description:
It was reported that during knee procedure, scope broke stuck to the camera. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that this unit has not live video, which makes it a reportable event.